Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that battery timeout and battery not working alarm was recorded in history. During analysis, the reported issue was able to be duplicated, all readings on the battery were at zero. Service replaced the battery and that cleared up the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery timeout error and the battery was not working. No adverse effects were reported.